Event description:
It was reported that per wo evaluation, during repair in an arctic sun device, it was found that the cup housing for the level sensor was cracked/damaged, so the level sensor (lot#43922) was replaced with level sensor (lot#65461), along with the housing. Incorrect wire routing was corrected to prevent future failure. Per sample evaluation results on (B)(6) 2026, flow was 1.5lpm which will be corrected to spec during pm. Circulation pump inlet tubing was incorrectly clamped to the manifold.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.